Manufacturer narrative:
Isi has received the illuminator involved with this complaint and completed the investigation. Failure analysis investigation was able to duplicate the customer reported failure mode. The illuminator installed and tested on an in-house pca system, would not power on and displayed errors 48238 / 297 which point to power/communication problems. Visual inspection of the fuses looked good but the fans were dirty. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hepatectomy procedure, errors 48238 and 297 occurred indicating a communications issue with the illuminator. The customer contacted a technical support engineer (tse) who advised the customer to reboot the system but the non-recoverable error 48238 persisted. The tfs had the customer bypass the illuminator and the system rebooted without errors. A technical field specialist (tfs) was dispatched to the facility but the surgeon made the decision to complete the surgical procedure using traditional open surgical techniques. There was no report of any harm, adverse outcome or injury to the patient. The investigation performed by the technical field specialist (tfs) was able to duplicate the reported failure mode experienced by the site and verify it in the log files. The system was repaired by replacing the affected illuminator.